Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)." The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 160-250 mg/dl. Reportedly, the pump supplies were changed to address the issue. The pump supplies were in use for 4-5 days with humalog insulin, customer re-loaded previously used cartridges with insulin, and the customer did not practice proper cartridge air removal technique. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.